Event description:
It was reported that the sensing values had dropped since implant. The decision was made to replace the lead. The lead was discarded and will not be returned for analysis, as the lead was observed to be damaged after explanting the lead.

Manufacturer narrative:
No medwatch form was received.